Event description:
Database report of broken I. M. Nail on f/u. Reviewed pt x-rays and surgeon report stating exchange nailing was done. In addition, the surgeon stated, the cause as a fall by the pt. No indication of product defect.